Event description:
(B)(6) advia centaur xp hbc total results were obtained on four patient samples and considered discordant when compared to the (B)(6) results from an alternate (B)(4) method, the customer's developed (B)(4) confirmatory test and the patients' clinical picture. The customer performed repeat testing with another reagent lot and three of the four results remained (B)(6). There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp hbc total result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and replaced a cracked luminometer cover. The fse observed elevated system dark counts and replaced the photomultiplier tube (pmt) and photo counter board. It is unlikely that the elevated dark count is a contributing factor as one discordant result repeated (B)(6) and the other discordant results remained (B)(6) (data not provided). The cause for the discordant advia centaur hbc total results is unknown. The IFU states in the limitations section: "the advia centaur hbc total assay is limited to the detection of total antibodies to (B)(6) core antigen in human serum or edta plasma. Assays for the detection of (B)(6) may not identify all patient samples that contain (B)(6) or potentially infectious units of blood and may generate (B)(6) results." The instrument is performing within specification.

Manufacturer narrative:
Siemens filed the initial MDR on (B)(4) 2012.(B)(4).the IFU states in the limitations section: "the performance of the assay has not been established for populations of immunocompromised or immunosuppressed patients."for sid (B)(4), relevant patient medical history has not been provided and patient samples are unavailable for further investigation; therefore, no conclusion can be drawn.